Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to a dialysis related issue, and another undisclosed health issue. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient was hospitalized on (B)(6) 2026 due to an unspecified non-access related infection. Although the timeline/details available are limited, it appears the patient was transitioned to hemodialysis (hd) while hospitalized and will reportedly continue hd therapy as an outpatient following discharge (unknown length of time). The patient was prescribed intravenous (IV) antibiotics (drugs, dosages, durations, frequencies not provided) by the infectious disease department, to be given during/following hd therapy. The patient was discharged home on (B)(6) 2026 in stable condition and is recovering from the serious adverse events. The pdrn reported the cause of the non-access related infection remains unknown; however, it was unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse event of a non-access related infection, which required hospitalization, antibiotic therapy, probable pd catheter (not a fresenius product) removal, hd catheter (not a fresenius product) placement, and transition to hd for rrt. Although the cause of the infection is unknown, the pdrn reported the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Esrd patients are at high risk for infections due to alterations of the patient¿s primary host defense, advanced age, and the presence of comorbid conditions such as diabetes, invasive dialysis procedures, disruption of skin and mucosa barriers, malnutrition, and susceptibility to nosocomial transmission. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.